Event description:
It was reported that the patient was seen in clinic with high impedance during a visit for battery activation, shortly after placement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.